Manufacturer narrative:
The customer reported issue for being unable to connect to the sensor. Sensor was inserted in the simvivo test fixture. The app was downloaded and initial app setup was completed. Sensor was scanned by the app and after warm-up sensor was scanned again and glucose results were observed. Scanning functioned as intended. Attempted to replicate customer complaint using similar configuration. However, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with an iphone 11, ios version 17.5.1 and app version 2.11.2.8275. The caregiver removed the app, all the data was gone and the sensor could not be activated with the app. As a result, the customer was unable to monitor glucose with sensor readings and required treatment of an insulin injection (type/dose unknown) by healthcare professional (nurse) with a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with iphone with ios operating system version 17.5.1. The caregiver removed the app, all the data was gone and the sensor could not be activated with the app. As a result, the customer was unable to monitor glucose with sensor readings and required treatment of an insulin injection (type/dose unknown) by healthcare professional (nurse) with a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer reported being unable to connect to the sensor after re-installing the freestyle librelink application. Abbott diabetes care attempted to replicate the reported issue using similar configuration of iphone se (ios 17.5.1, 2.11.2.8275). The reported issue was unable to be replicated and the system functioned as intended. There were no issue identified with the freestyle librelink app during replication that would have led to the reported issue. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.